Event description:
It was reported that during a laparoscopic ovarian cystectomy, the tip broke off of the device. The piece fell into the patient and was retrieved. The case was completed with a like device. No patient consequence was reported.